Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). After several pre-dilation was performed for the calcification, a 28 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. A non bsc guide catheter extension was used but still the stent failed to cross the lesion. When the device was removed from the patient, it was noted that the proximal and distal edges of the stent were lifted. The procedure was completed with a smaller size non bsc stent. No patient complications were reported and patient's status was good.